Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to hyperglycemia on an unknown date. The customer's blood glucose level at the time of incident was 912 mg/dl. Customer was treated with intravenous insulin. The customer's current blood glucose was 316 mg/dl. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.